Manufacturer narrative:
(B)(4).

Event description:
It was reported that the non pace dependent, asymptomatic patient presented in clinic for routine check. Upon interrogation, the right ventricular lead exhibited noise. Isometric testing, pocket manipulation, and deep breathing did not reproduce the complaint of noise. Other electrical parameters were in stable range. No intervention was performed. The patient was in good condition and would continue to be monitored.